Event description:
In 2008, the patient reported that 3 weeks ago she noticed here were incomplete characters on the display of her insulin infusion device during her system check. She stated she changed the battery but that did not resolve the issue. The patient stated that during a system check, the bottom of the screen has "a line that looks like a squiggly line on a heart monitor." The display does not have black splotches and is not cracked. The patient said the icons at the top and middle of her display are not affected. She stated her device was dropped on her bathroom floor a couple of weeks but it was not exposed to water. The patient did not report blood glucose concerns related to the issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.